Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the continuous glucose monitoring (cgm) readings were inaccurate when compared to the finger stick blood glucose (bg) values. There was no indication that the device caused or contributed to an adverse event. Multiple use error issues were reported: patient has not waited 10 minutes since the calibration before comparing bg values; - finger stick bg value is at or above 80 mg/dl (= 4.44 mmol/l and the cgm reading is greater than 20% different. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.